Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was an alarm in the pump that occurred abnormally. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The audio tone/vibrate feature on the pump functioned properly during testing.